Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The left ventricular (lv) lead was explanted due to high capture threshold likely due to a lv lead micro dislodgement. During the revision procedure, it was not possible to implant a new lv lead due to the patient's anatomy so the lv connector was plugged. In addition, no dislodgement was seen visually or via x-ray images. The patient was stable before, during, and after surgery.